Event description:
The manufacturer received information alleging a ventilator would not power on with ac power. There was no harm or injury reported. The device was evaluated at a third party service center. The device's power supply board was replaced to address the issue.